Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a code error and looses date and time settings every time when changing the battery. Customer stated that insulin pump had rejected new batteries, belt clip was broken, had to rewound more than once and also the rewound was slower. Customer also stated that the screen was little scuffed but it does not affect the readability and there was condensation under the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.